Event description:
Reporter stated there is a missing pixel in the display of the pump. Non adverse event was reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).